Event description:
Disruption of the tubing circuit at the point of the arterial sensor. The tubing pack is assembled by MFR. The bands were in place but connector/sensor still loosened. Both arterial and venous tubings were immediately clamped. At this point, the pt's blood pressure was no longer supported by the heart-lung machine. Nevertheless, the pt did have a heart beat and did produce a blood pressure during the approximate 2 minutes that was required to re-institute cardiopulmonary bypass. Additional 10 antibiotics were given. The pt did fine and was discharged on the 4th post-op day.